Event description:
It was reported that the cassettes are leaking where the tube connects to the inner bag of the cassette. No patient injury was reported.

Manufacturer narrative:
Visual inspection and functional testing was performed on three samples returned in used conditions within original package. The sample units do not present any damage, scuffs, pinch marks, cracks, crazing, cuts, etc. Could cause the failure mode reported. The samples units were rejected by the leak test equipment. It is confirmed the failure mode reported. The customer reported: ?after filling up medical fluid into the product and bleeding air bubbles from it at a pre-use check, the customer noticed a considerable amount of medical fluid was leaking from it. Equipment failure: the bag sealer machine was causing the weak seal condition on the joint of the tube with the bag, the generator of the equipment was identified. The rf generator of the bag sealer machine was replaced on (B)(6) 2020.

Manufacturer narrative:
Other, other text: while performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report 3012307300-2022-08599 is no longer considered reportable, please disregard any MDR reports associated with it.